Event description:
The initial reporter alleged discrepant results were generated using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas taqman instrument. The discrepant results occurred between reactive pools of 6 (pp6) samples and resolution testing at the individual donor level. The customer was in the process of transitioning from the ce-ivd version of the assay to the us-ivd version at the time of the event. Serology testing for all donors in question was non-reactive. Blood was not released.

Manufacturer narrative:
The reported event occurred on a cobas taqman instrument (serial number: (B)(6). The investigation confirmed that the discrepant results were associated with the transition from the ce-ivd version to the us-ivd version of the cobas® taqscreen mpx v2.0 assay. This higher rate of unexpected reactive results is consistent with the differences in test definition files (tdf) between the ce-ivd and us-ivd versions, as outlined in the product's supporting documentation. A review of the data provided confirmed the customer's allegation, and the case was substantiated. Serology testing for all donors in question was non-reactive, and no blood was released. No harm or serious injury was reported. An investigation into the reagent lot (g20933) did not identify any product-related issues, and no trends were observed in the batch trend analysis or complaint history. The device remains in use at the customer site.